Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage unloaded vlith and loaded voltage loaded vlith was within spec range. Device was received with normal operating currents. No unexpected failed batt test or low battery alarm noted. The device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed his insulin pump battery yesterday but his insulin pump alerted low battery. The patient's blood glucose at the time of incident was 160 mg/dl. During an inspection of the alarm history, the patient noted a failed battery test. The patient stated that the failed battery test occurred due to reinserting an already-used battery into the insulin pump. The insulin pump will be returned for analysis.